Event description:
It was reported that the cdh25 was used during a esophagogastrectomy. It was reported by the affiliate that the device misfired the staple line with 2 open stapler, causing an incomplete anastomosis. The anvil head was disposed of during the case. The customer is aware that this will make testing difficult but nevertheless wished to log the inquiry. There was no consequence to the pt.

Manufacturer narrative:
Proximate I l s intraluminal stapler-based upon information received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned without the anvil. As the anvil was not returned, further functional testing could not be performed. Upon receipt of the instrument, it was noted that there were marks across the guide face of the instrument. It appears possible that an attempt may have been made to fire the instrument across a hard object. This may have contributed to the reported incident. However, this could not be ascertained.